Event description:
The lead was returned to the manufacturer with no information, analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. Without a lot number or device serial number, the manufacturing date cannot be determined. Evaluation summary: inner insulation breached. All conductors had blood, outer insulation kinked/buckled. If additional relevant information is received, a supplemental report will be submitted.